Event description:
The reason for call was patient says that when they are trying to connect to ins they see a "bluetooth error communication failed" screen which started happening 2 weeks ago. They then read "boston scientific" off the controller. Pt says they had a boston scientific device put in, "and an adapter so it could handle 4 leads". "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".